Event description:
It was reported that during routine testing, the cardiosave intra-aortic balloon pump (iabp) unit had alarmed autofill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional fields: e1(event site state: 190, event site postal code: (B)(4)) customers reported that the device alarmed "automatic inflation failure" during use .after on-site inspection, the getinge fse found that all functional tests of the device were normal when connected to ac power, and the device can operate normally .when the device is powered by battery, when the battery power is lower than 50 %, the device will alarm that automatic inflation failed, and the drive valve group test failed. After repeated testing, it was concluded that when the equipment is powered by batteries and the battery power is less than 50%, the equipment valve group opens abnormally, causing the equipment to alarm. The device is currently unmaintained and not approved for clinical use.

Event description:
N/a